Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections and the franklin lakes FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported while using the bd micro-fine¿ pro pen needles 5 were difficult to insert properly. The following information was provided by the initial reporter, translated from japanese to english: it was reported that the dispensing company contacted us to confirm the case, and one patient reported that since switching from nano to pro, the needle on the side of the insulin preparation (posterior needle) has increasingly failed to penetrate properly. 5 out of 14 needles were found to be in error and the procedure was confirmed to be fine, so the dispensing company contacted us to assume it was a product problem. However, the dispensing doctor does not currently have the product to return, and if the product has not been disposed of at the next visit, the patient may bring it back again.

Event description:
It was reported while using the bd micro-fine¿ pro pen needles 5 were difficult to insert properly. The following information was provided by the initial reporter, translated from japanese to english: it was reported that the dispensing company contacted us to confirm the case, and one patient reported that since switching from nano to pro, the needle on the side of the insulin preparation (posterior needle) has increasingly failed to penetrate properly. 5 out of 14 needles were found to be in error and the procedure was confirmed to be fine, so the dispensing company contacted us to assume it was a product problem. However, the dispensing doctor does not currently have the product to return, and if the product has not been disposed of at the next visit, the patient may bring it back again.

Manufacturer narrative:
H.6. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no CAPA/sa is required at this time.